Event description:
It was reported that on literature review "pico¿ (closed-incision negative-pressure wound therapy) dressing use as postoperative prophylaxis for preventing surgical site infections in spinal surgery: a retrospective single-centre study", two (2) patients developed wound dehiscence and then subsequent surgical site infection (one (1) superficial and one (1) deep). This happened during post-operative treatment while using a pico 7 device after undergoing spinal surgery. Both patients were managed with antibiotics and re-application of pico 7 dressings. These resulted in the complete resolution of the surgical site infections. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). Imtiaz h, ali c, noordeen h, et al. (September 11, 2024) pico¿ (closed-incision negative-pressure wound therapy) dressing use as postoperative prophylaxis for preventing surgical site infections in spinal surgery: a retrospective single-centre study. Cureus 16(9): e69214. Doi 10.7759/cureus.69214. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.